Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was observed to have reached premature eri and eos in (B)(6) 2014. The battery longevity two years prior was 7-8 years remaining. Low impedance were observed on all leads due to insufficient battery voltage for measurement. Device explant was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.